Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A wholesaler representative forwarded a report from a clinic reporting an intraocular lens (iol) with a white "fringe" along the edges of the optic and wide mat stripes noted on the optic after implantation. According to the head of the surgery block, the patient had incomplete vision. The surgeon reported the iol had no defect observed upon opening the case. Additional information has been requested.